Event description:
It was reported that the pulse generator exhibited steadily increasing current drain, and low outputs. The device was replaced, due to inappropriately high current drain.

Event description:
Same case as MFR report #: 2134265-2010-00848. It was reported that during a percutaneous coronary interventional procedure, device entanglement leading to flush issues were encountered. The floppy rotawire became entangled with the rotalink plus 1.5mm burr. This entanglement caused blockage of the burr annulus and restricted the flush to the distal tip of the burr. The procedure was completed with another of the same devices, and no patient complications were reported. Patient status was reported as 'good'.

Manufacturer narrative:
During preliminary and additional analysis testing high current drain was observed. After the pulse generator was cut open, the high current drain could not be reproduced. Further testing was terminated after more than a month of trying to reproduce the high current drain.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.